Manufacturer narrative:
The associated device was returned and evaluated. A visual / functional inspection of the returned device could not confirm the stated failure mode. All of the fixation holes accepted a mating pin as intended. The broken pin was not returned for evaluation. The device was manufactured in 2009 and exhibits signs of extensive wear/usage. A dimensional inspection was performed on all of the fixation holes and they were found to be within specification. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
During surgery the pin was inserted into the hole of femoral cutting block to hold the device. Unfortunately, the pin was stuck into the hole and finally broken. So the doctor utilized the other hole of the cutting block and completed the surgery. The surgery was extended. There was no harm to patient. The device will be returned for evaluation.